Event description:
Olympus inspected the device at olympus service operation repair center (sorc) and found that the coating of the insertion tube greater than 1x1 square millimeter had been peeled off. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp.(omsc) but was returned to sorc for evaluation. Sorc inspected the device and confirmed the following: -the angulation was insufficient due to the elongation of the angle wire. -the resin had peeled off from the insertion tube. -the insertion section was damaged and deformed. -the instrument channel was buckled and deformed. -the universal code was chipped. -the light guide lens, the adhesive at the distal end, the eyepiece section were damaged. -there was an abnormality on the appearance of the endoscope connector and control section. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, the reported event may have been caused by stress due to use, or by external factors or handling. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.